Event description:
Device malfunction [device malfunction], severe pain [knee pain], stiffness [joint stiffness], swelling [swelling of l knee]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on via food and drug administration (food and drug administration) (mw5075405) on 21-mar-2018 from the patient. This case concerns a patient of unknown age and unspecified gender who received treatment with synvisc one injection and after few hours the patient experienced severe pain, stiffness, swelling. Also device malfunction was identified for the reported lot number. No relevant medical history, past drugs, concomitant medication and concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (lot number: 7rsl021 and expiration date: not provided) for djd of left knee (degenerative joint disease) into the left knee. On the same day after few hours of receiving synvisc one injection, it was reported that the within 24 hours the patient had severe pain, stiffness, swelling in the knee. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: medically significant for all the events. Pharmacovigilance comment: sanofi company comment dated 29-mar-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had knee pain, knee swelling, and knee stiffness. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on via food and drug administration (food and drug administration) (mw5075405) on 21-mar-2018 from the patient. This case concerns a patient of unknown age and unspecified gender who received treatment with synvisc one injection and after few hours the patient experienced severe pain, stiffness, swelling. Also device malfunction was identified for the reported lot number. No relevant medical history, past drugs, concomitant medication and concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (lot number: 7rsl021 and expiration date: not provided) for djd of left knee (degenerative joint disease) into the left knee. On the same day after few hours of receiving synvisc one injection, it was reported that the within 24 hours the patient had severe pain, stiffness, swelling in the knee. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: medically significant for all the events. Pharmacovigilance comment: sanofi company comment dated 29-mar-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had knee pain, knee swelling, and knee stiffness. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.